Manufacturer narrative:
Manufacturer ref# (B)(4). PMA/510(k): k211874. Investigation is still in progress.

Event description:
According to the initial reporter: an (B)(6) female patient underwent a filter placement procedure in which the gunther tulip navalign femoral vena cava filter set, g52917, was to be used. The physician did a thrombectomy. When deployed the filter it did not open fully and migrated to the heart. The filter was able to be snared and removed from the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Summary of investigational findings: the physician did a thrombectomy. When deployed the filter it did not open fully and migrated to the heart. The filter was able to be snared and removed from the patient. The filter and an unspecified retrieval product were returned for device evaluation. Per device evaluation: the filter was received caught in a loop with four loop wires. One loop was around the filter hook and the rest of the loops around the filter legs. It was possible to remove the retrieval product from the filter. Filter tulip: one of the leaf was damaged. No nonconformance observed at the anchors or hook. One of the primary legs was not leaning against the table. The cause for the reported failure cannot be determined, based on the device evaluation. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to the instruction for use potential adverse events that may occur include, but are not limited to, the following: failure of filter expansion/incomplete expansion there are adequate controls in place to ensure the device was manufactured to specifications. Based on the provided information and evaluation of the filter it is unknown what caused the filter to be unable to expand. However, it is previously seen that the filter legs may be somehow obstructed from fully expanding maybe if the filter is deployed in a thrombus, if the filter legs are caught in a clot, or if the filter is not placed in the ivc. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.